Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue with the abbott diabetes care (adc) device was reported. The customer received a ¿hi¿ message on the adc device (sensor), compared to an unspecified glucose reading obtained on another adc device. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer self-treated with insulin (dose / type unspecified). After an unspecified amount of time, the customer developed hypoglycemia and was taken to a hospital, where a glucose level of 60 mg/dl was recorded using an hcp meter. The customer was then provided 1 toast of bread with jam and 1 fruit juice. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 501 mg/dl was compared to an hcp meter result of 92 mg/dl. The length of sensor wear was 5 days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.